Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with area of ingrowth noted in superior nasal of the right eye (od) and was not impacting prescription or visual acuity (va). It was also reported that patient has dry eye and dry eye treatment was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of fuzzy vision in od. Patient reported symptoms are not interfering with daily activities. No intervention needed. Numbers look great and fuzzy vision is due to dry cornea. Bcva from (B)(6) 2019: right eye pre-op 20/15 -1.00 x -.25 x 62, left eye pre-op 20/15 -1.50 x .00 x 90. Bcva from (B)(6) 2019: right eye post-op 20/20 .25 x -.50 x 31, left eye post-op 20/20 .25 x -.25 x 120. This report is for the visx laser equipment. A separate report will be submitted for the femto laser equipment.